Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor arm cannot communicate with the main arm error and detected hal software error. Insulin pump had insulin pump error during reservoir change. Customer stated that insulin pump had battery failed alarm. Customer stated that contacts on battery cap were not corroded, damaged and missed. Insulin pump did not received battery failed alarm after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.